Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was found to be not capturing when the patient presented to the hospital two days prior due to shortness of breath and right sided chest pain that radiated to the neck. "In the ER it was noted co2 retention and acidosis, minor elevation of trops, no change on EKG". On (B)(6) 2015 the subject underwent a successful repositioning of this lead.